Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device reboots recurringly. A technical support specialist (tss) mentioned that the field service engineer (fse) had already replaced the power supply unit twice, along with the power cables and battery. Guidance was requested through the es support channel, and advice was provided to verify outlet voltage and replace the communication sled. Although the outlet voltage was confirmed at 120v and an alternate outlet was tested, the issue persisted. The fse later replaced the communication sled and the network cable. System logs were reviewed and confirmed that no further reboots had reoccurred. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station reboots multiple times a day. However, there were no delay in patient care and no adverse events or injuries reported based on this event.